Manufacturer narrative:
Device was initially received for the complaint that the pump gave a cassette alarm, when no cassette was present. During investigation found the high alarm displayed as cassette damaged. This malfunction makes the event reportable. Review of event log/alarm history found some alarms of "high alarm displayed: cassette damaged". There was no 12-month service history reported. The visual and functional testing was performed. The issue could not confirm or replicate complaint. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the pump gave a cassette alarm, when no cassette was present. During investigation found the high alarm displayed as cassette damaged. This malfunction makes the event reportable. The event occurred during testing and there was no patient involvement.